Manufacturer narrative:
This allegation was reported out of an abundance of caution. The kit appears to have been accepted as a return (although this product is non-returnable), then was resealed and placed for sale. The seller was notified of this occurrence.

Event description:
The customer reported that upon opening their a1c self-check kit, they observed that two lancets had been used and a blood collector that was present had been used also. The customer also noted that the box had been sliced open and taped back (used and re-sealed). The customer did not attempt to use any of the product and reported no user was hurt or injured. This allegation is being reported out of an abundance of caution.